Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump. Customer stated that the issue has been occurring on and off since the customer started using the pump. Customer stated that the issue occurs during priming. Customer ends up switching the set. Customer stated that her other daughter uses the same sets and does not have this issue. Customer will be sent a t-pack as a courtesy. Customer is unable to troubleshoot at the time of call since it is a past event. Customer does not want to return the set or reservoir for analysis. Customer stated that she will just change the set to resolve the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.